Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the crack reservoir compartment and insulin pump had reject new battery and chip missing above the top of left of screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms or time/clock anomaly during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. No motor error alarm noted during testing. The motor was tested outside the device and passed. Device had cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners. (B)(4).